Event description:
It was reported, the pt is not receiving stimulation and is unable to communicate with or charge his ipg. The pt has not charged his ipg in over a month. A replacement charger was unable to resolve the issue. The pt declined meeting with an sjm rep and stated, he does not want to have the scs system removed. The pt stated he is managing his pain with medication.

Manufacturer narrative:
Recall: 1627487-12192011-003-r. This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.